Event description:
It was reported that during a routine changeout procedure, insulation damage was noted on the right ventricular lead. The lead was capped and replaced at that time. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.